Event description:
Procedure type: gastric bypass. According to the reporter: but when doing the last shot towards the hiss angle using a 030458 sulu, they observed that there were no staples remaining the tissue opened (reservoir and stomach). Bleeding was reported as less than 500cc. They checked the patient's cavity and did not see any staple in it. The incident was immediately solved performing new shots using the same egiaustnd with other sulus in order to close the defect, losing gastric tissue and doing a smaller gastric reservoir than the previously expected one. They did not observe any further problem. The case was extended by more than 30 minutes. There was unanticipated tissue loss in both sides: gastric reservoir and remaining stomach.

Manufacturer narrative:
(B)(4).